Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an anastomosis of the duodenum open procedure, they loaded the stapler and when the surgeon tried to close the tissue with stapler, the tissue moved from two halves of stapler. Also loading was not fixed well enough in place where it should be fixed in the stapler. This led to an incomplete staple line and they had to resect and re-staple. Also found the single use stapler was difficult or unable to close on tissue but was ultimately able to close. A stapler of another manufacturer was used to complete the procedure. The patient incurred a duodenum fistula temporary injury.